Event description:
The pt is on continual renal replacement therapy (crrt). During the early evening a new filter was primed and crrt restarted. Forty minutes after this filter switch the crrt machine alarmed with a message that there was a "fatal malfunction," and it instructed the rn to shut down the machine, return the pt's blood using the hand-crank, and restart the machine with a new filter after only running for 40 minutes on the new filter. These actions were performed as instructed, but the machine repeatedly alarmed during priming, and the rn was unable to adequately trouble-shoot the machine to finish priming the filter to restart crrt. The rn thought the machine might be malfunctioning, so a new crrt machine was ordered. When the new machine arrived, the rn again attempted to prime the fresh filter that had failed the prime tests on the first machine. Again, in spite of following all of the machine's instructions to trouble-shoot priming, the filter failed to pass the prime tests on the new machine. The rn examined the two filters that had the malfunction alarms and found that they both had the same lot number. A filter with a different lot number was retrieved from the supply room and primed on the 2nd crrt machine without any difficulty. The pt was restarted on crrt four hours after initial filter swap, and early the next morning (10 hours later), the filter was still functioning without any issues or alarms.